Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during endovascular coil embolization procedure in a patient with posterior cerebral artery aneurysm, the subject guidewire was difficult to advance in the catheter and fractured during the procedure. The fractured subject guidewire fragment was removed with the catheter from the patient. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during endovascular coil embolization procedure in a patient with posterior cerebral artery aneurysm, the subject guidewire was difficult to advance in the catheter and fractured during the procedure. The fractured subject guidewire fragment was removed with the catheter from the patient. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging. During visual inspection, it was found that the guidewire was returned with the torque device attached. The guidewire was found to be kinked/bent 91 cm and 116 cm from the proximal end. The guidewire was returned broken in 2 segments (17 cm distal segment and 183 cm proximal segment). The guidewire ptfe (poly tetra fluro ethylene) coating was noted to be peeling 36 cm from the proximal end (where the torque device was attached). The distal segment was inspected and found that an attempt had been made to shape the guidewire tip. The core wire distal end was observed through the distal tip dome. The core wire was visibly broken (proximal end of the distal segment). The fragment was hydrated, and there were no anomalies noted. The proximal segment was inspected and the core wire and platinum wire were broken and not visible inside the nitinol tubing (distal end of the proximal segment). The hydrophilic coating of the proximal segment was hydrated and there were no anomalies noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to advance could not be confirmed; however, the analysis results are consistent with the reported event. The reported guidewire broken fractured during use was confirmed during the analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu and continuous flush was set up and maintained throughout the clinical procedure. Two microcatheters were used in the procedure in conjunction with the subject device. The patients anatomy was moderately tortuous, the guidewire encountered a problem passing the vessel, the operator rotated several times and the guidewire got fractured. During analysis the guidewire was noted to be broken/fractured in 2 segments (17 cm distal segment and 183 cm proximal segment), the guidewire was noted to be kinked/bent 91 cm and 116 cm from the proximal end. The guidewire ptfe coating peeling was noted 36 cm from the proximal end (where the torque device was attached) , the peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with insecure tightening of the torque device on the wire. In the case of this complaint it is most likely that the issue occurred due to procedural or anatomical factors during the procedure. The device was confirmed returned broken/fractured. It is probable that excessive torque was applied and the device broken/fractured during manipulation of device resulting in the reported fracture. An assignable cause of procedural factors will be assigned to the as reported event of guidewire broken/fractured during use and guidewire difficult to advance and the as analyzed defect of guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed event of guidewire ptfe coating peeling and guidewire mid-section kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure.